Manufacturer narrative:
The customer was advised to inspect the reagent probe fittings and the reagent syringe. The customer verified that the reagent probe fittings were tight, but they found a loose reagent syringe that was leaking. The customer tightened the reagent syringe plunger to resolve the issue. (B)(4). Customer resolved the issue.

Manufacturer narrative:
Additional investigation suggested this event was due to a user error. The customer stated that they do not check the syringe tightness on a weekly basis. The IFU states this is a requirement. (B)(4).

Event description:
A customer reported observing a clear fluid in the reagent cartridge tray of the dxc 600i instrument. The leaking fluid that the customer found was di water and the leak was contained within the instrument. No erroneous results were generated due to this event.